Event description:
The user's hearing performance with the device is affected. The hearing performance with the device has decreased gradually. The user was reimplanted on (B)(6)2024 the device will be sent to hq.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected, as the recipient reported a gradual decrease in hearing perception. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected, as the recipient reported a gradual decrease in hearing perception. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further steps are considered by the clinic but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. The hearing performance with the device has decrease gradually. There was no redness or swelling. Further steps by the clinic are currently unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The clinic has requested CT imaging.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery.

Event description:
The user's hearing performance with the device is affected. The hearing performance with the device has decreased gradually. The user was reimplanted.